Event description:
Jiang, l.l., liu, j.l., fu, x.l., xian, w.b., gu, j., liu, y.m., ye, j., chen, j., qian, h., xu, s.h., pei, z., chen, l. Long-term efficacy of subthalamic nucleus deep brain stimulation in parkinson's disease: a 5-year follow-up study in china. Chinese medical journal. 2015;128(18):2433-2438. Doi: 10.4103/0366-6999.164925 summary: subthalamic nucleus deep brain stimulation (stn dbs) is effective against advanced parkinson's disease (pd), allowing dramatic improvement of parkinsonism, in addition to a significant reduction in medication. Here we aimed to investigate the long-term effect of stn dbs in chinese pd patients, which has not been thoroughly studied in china. Reported events: (patient 6) one (B)(6) male patient with deep brain stimulation (dbs) for parkinson's disease developed a subcutaneous seroma after the implant surgery. This was managed by aspiration of serums and the application of pressure dressings. The issue resolved completely. See attached literature article.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.